Event description:
Bd powerpicc provena ft catheters with sherlock 3cg tip positioning system (tps) stylet lot#regz0135 noted small leak during flushing.

Event description:
Bd powerpicc provena ft catheters with sherlock 3cg tip positioning system (tps) stylet lot#regz0135 noted small leak during flushing.